Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
Information was received from the site physician that there was a broken pin on the side port of the controller. The issue was resolved with exchange of the controller. There was no effect on the patient. It was reported that there is no further information.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source connector ports (ps1 and ps2) having damaged pins. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to damaged pins found during visual inspection. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.